Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25) occurred with multiple cartridges during the load process. The customer's blood glucose level was 327 mg/dl. The customer was able to load a cartridge successfully.